Event description:
Surgeon reported the pt was having an allergic reaction to the devices. Patch testing was done using a cobalt chrome allergy tab. The skin on the left forearm reacted showing erythema with a firm induration around the disc and ulceration of the skin at the disc's edge. The devices were explanted.